Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470-52 competitor implantable pacing lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately two months after implantable pulse generator (ipg) replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the physician reported the cause of death as congestive heart failure, volume overload, aspiration pneumonia and was unrelated to the device system.